Event description:
An (B)(6) year old female pt housed in (B)(6) required a pacemaker due to complete heart block following a fall at home. The pt was taken to the operating room on (B)(6) 2016 for placement of a transvenous pacemaker. The pt received a medtronic tvp. That tvp failed to pace suddenly on (B)(6) 2016 at 10:15 am resulting in ventricular standstill. The pt required CPR, emergent intubation and the implanting of a permanent pacemaker on (B)(6) 2016.